Event description:
Total non-capture in the ventricle and low ohms on multiple interrogation in bipolar. Unipolar impedance of 259-277 ohms. Unipolar and bipolar oversensing. Ohms from implant 820; 698; 901; 862-1030; 839-873; 717-735; 647-654.